Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient experienced the infusion set did not adhere for the intended duration event on (B)(6) 2025. The reservoir and catheter were replaced earlier than the expected 7 day wear time. No further information available.